Manufacturer narrative:
Initial and final MDR device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion set cannula kinked event on 18-jul-2024 and 24-jul-2024. The infusion set was in use for 5-10 hours. The glucose level was 30 mmol/l and the patient was treated with correction injection via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.